Event description:
We have received an email from one of our customers: handle has broken and has hurt a pt to his face. Pt has an injury, which was reported to the manufacturer as being a hematoma and a slight wound around the nose.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, (B)(4) on behalf of the manufacturer arjohuntleigh medical beds division, (B)(4). The maximum swl was attached to the handle by means of a carrier & lifted up off the floor by means of a hoist, the strap was fully retracted for the purpose of the test. The lifting strap & handle was raised for 5 minutes before being lowered to the ground for 5 minutes as the load was increased in 5kg increments. The ratchet began to slip when the load totalled 225kg & the strap extended lowering the load to the floor. After this the ratchet was ineffective, it was assumed that mechanism had been damaged permanently. Additional information will be provided following the conclusion of the manufacturer's investigation.